Event description:
It was reported that suture placement of two proglide devices was successful in the right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm repair (aaa). The arteriotomy was 6 fr and the vessel was not calcified. During the aaa procedure the sheath was upsized to 22 fr. Reportedly, after completion of the index procedure, the guide wire was left in place and the physician tightened the knots with the knot pusher, but hemostasis could not be achieved. Two additional proglide devices were used and hemostasis was achieved with the devices sutures. There was no adverse patient sequela. The physician thinks that maybe the angle of the 1st and 2nd deployed proglides was not within 40-70 degrees, so that both knots could not close the wound. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - indication for use. The proglide instructions for use (IFU) state this device is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone catheterization procedures using 5f to 8f sheaths. Additionally, during knot advancement, the IFU states: do not advance the knot with the suture trimmer until the wire has been completely removed from the patient. It is indicated the device is not returning for evaluation as it was discarded at the facility; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information and the manufacturing inspection criteria, a definitive cause for the reported event and associated patient effects could not be determined; however, use of the device in a 22f size arteriotomy, attempting to advance the knot using the snared knot pusher while the guide wire was still in place, and not holding the device at the proper angle may have been contributing factors. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The first proglide device is being filed under a separate medwatch report number.